Manufacturer narrative:
Additional, changed, and/or corrected data. A visual analysis of the returned device identified one curved opening, red particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two sharp patterns along the same edge opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reported left side rupture. Siliconome on left axilla seen with ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 b6 b7 g2 h6 an additional device evaluation reported: weight was within specification.

Event description:
Patient representative reported left device "rupture in the inner face and gel fragmentation."

Event description:
Physician reporting left side rupture. Siliconome on left axilla seen with ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified red particle material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, siliconome of left axilla.